Manufacturer narrative:
We will try to discover more about this case. All the missing information were required. We will send a final MDR once the investigation on the case will be concluded.

Event description:
Patient clinical history, according to the info reported: primary hip surgery done on (B)(6) 2015 (non-lima products implanted during this surgery). Then, a 1st revision surgery due to reported mobilization of the acetabular cup and the stem (non-lima products) was done on (B)(6) 2016. During this revision surgery the following lima components were implanted: revision stem + neck, ceramic head, delta one tt cup. Among these devices, ceramic head, revision stem + neck are marketed in the us. 2nd revision surgery done on (B)(6) 2017, due to reported pseudotumor on patient right hip. According to the info received, it was necessary to amputate patient right leg as a consequence. Event happened in (B)(6).